Manufacturer narrative:
The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched lcd window, scratched case and cracked retainer.

Event description:
The customer reported via phone call that they had low battery alarm. The customer's blood glucose was 167 mg/dl. Troubleshoot was done. The product was returned for analysis.